Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation (B)(6) hospital ampang (malaysia) informed cook on (B)(6) 2021 that foreign matter was found on the body of a roadrunner wire guide (rpn: rpc-035145, lot#: 13469331). The customer continued the cystoscopy procedure with no complications. No part of the device was left within the patient. A review of the device history record (DHR), quality control, specifications, and trends, as well as a visual inspection of the returned device, was conducted during the investigation. One used rpc-035145 was returned to cook for evaluation with the original packaging. Upon visual inspection, a section of the polymer jacket was noted to be missing from the distal end. Cook confirmed that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (13469331) revealed no recorded nonconformances. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. This device is not supplied with an instructions for use (IFU). Based on the information provided, inspection of the returned device, and the results of our investigation, cook has concluded that the most likely cause for this event was transport/storage. It is likely that the wire guide was inadvertently manipulated during shipping, resulting in the damage. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy, retrograde pyelogram, and stent placement, a black spot was seen on the body of a roadrunner the firm hydrophilic wire guide when the device was advanced. The device was used to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.